Event description:
It was reported that a patient's device showed a device disabled warning message due to vbat>eos upon interrogation, but the battery indicator was green with only approximately 1/8 of the battery depleted. Diagnostics were performed, and the device showed a warning that the current could not be delivered, potentially due to low battery voltage. The patient recently had surgery on (B)(6) 2016 at the generator site (MFR. Report #1644487-2016-00512), and it was reported that the generator was functioning normally after the procedure. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Generator analysis was completed. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. Not all testing could be performed because the generator was at an eos pulse disabled status and would not reset. The pulse disabled status is most likely related to the cautery the generator was subjected to. Other than the eos status of the generator there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the patient's generator was replaced due to battery depletion. The generator was stated to have been discarded after explant so product return is not expected.

Event description:
Additional information was received that the generator, which was explanted due to battery depletion, would be returned to the manufacturer. The generator was received by the manufacturer however product analysis has not been completed to date.